Manufacturer narrative:
Device not returned.

Event description:
Device was explanted at implant due to mitral regurgitation as seen by intraoperative echo. Another device was implanted and pt did not recover. The death was reported as a non-device related event.